Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's device will reportedly not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a non-user of the device due to pain at the implant site and has elected explant surgery. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. Due diligence attempts to obtain additional information regarding possible explant details were unsuccessful. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site and is a non user. Revision surgery will be scheduled.